Manufacturer narrative:
The hill-rom technician found the sling bar center bolt was broken and the sling bar needs to be replaced. Previous analysis of similar events has shown this to be a user induced malfunction. If the sling bar is incorrectly loaded with an uneven load, the radial clearance allows for bending of the bolt. The sling bar center bolt deformation and breakage occurs due to unusual forces or fatigue failure caused by low, but frequently repeated, uneven loading. In the periodic inspection instruction for liko accessories ((B)(4)), it is stated for the universal sling bar: check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. To resolve the issue, the technician will repair the lift once the account has ordered a new sling bar. Based on this information, no further action is required.

Event description:
A hill-rom technician received a report from the account stating the sling bar bolt broke during a patient transfer and the patient fell a few inches back onto the bed from which they were being transferred. The lift was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).